Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient (pt) uses the ins, the ins "causes more problems" with the pt's muscles. The caller explained that the pt has to increase stimulation to 6.4ma before the pt feels stimulation. Pt rep reported that the pt feels the ins is not working. The patient clarified that the implantable neurostimulator not working was that they were getting no relief for their pain. The patient made an appointment with their health care professional and two manufacturer representatives on (B)(6) 2021 and (B)(6) 2021 who checked out the device. The issue has not yet been resolved; however, the patient has an appointment for (B)(6) 2021 to remove the device.